Event description:
Boston scientific received information that this right atrial lead had insulation damage and was fractured. The lead was explanted and will be returned. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a segment of the lead was returned. Visual inspection revealed a sharp curve in the lead by the terminal assembly. In addition separation was noted between the terminal insulation and the terminal ring. The lead portion returned passes continuity testing and was electrically continuous. The allegations of a lead fracture could not be confirmed.